Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood in the neck region resistance testing found the lead was not electrically continuous. Detailed analysis confirmed fractured of cathode coil near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend / retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted as the lead exhibited helix extension issues. The lead was returned and analysis was performed confirming allegations and a fractured cathode coil near the terminal. No adverse patient effects were reported.